Event description:
Pt has been wearing focus night and day contact lenses on a monthly extended wear schedule. The pt developed severe pain in her left eye that woke her in the middle of the night. She removed her left contact lens and came to see rptr. She had developed a central corneal ulcer. She was treated with cyclogel and zymar drops and monitored daily. Two days later, lotemax was added to reduce inflamation. Four days later, the cyclogel was discontinued, the zymar was reduced then discontinued, and the lotemax was tapered.